Manufacturer narrative:
It was reported that liquid was found on the ventilator's pneumatic back-plane board. There was no patient harm. The reported issue has been confirmed during evaluation of received problem description, service report. Our field service engineer (fse) was on site to investigate the issue further and found water inside the system. After cleaning and drying the system passed all functional and safety test and it was returned for clinical use.

Event description:
It was reported that liquid was found on the ventilator's pneumatic back-plane board. There was no patient harm. Manufacturer's ref.#: (B)(4).